Manufacturer narrative:
On 9/16/2015 - additional analysis information was received: we received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available impedance trend confirmed the high out of range pacing impedance. Furthermore artefacts in the ff and rv channel were found, which led to the detection of vf episodes. No shocks were delivered. These observation suggest the presence of a potential damage on the lead. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
This lead was explanted and replaced due to high impedances >3000 ohms. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.